Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bra roll on (B)(6) 2018 and (B)(6) 2019 using cooladvantage, coolcurve+ contour, to upper/mid/lower abdomen (bilateral) on (B)(6) 2019 using cooladvantage+, coolcore contour, and to upper/lower abdomen (bilateral) on (B)(6) 2019 using cooladvantage+, coolcore contour. The patient developed paradoxical hyperplasia (pah/ph) 3 months after the second treatment. Ph was described as firm, dense in all 4 abdomen quadrants, grossly enlarged, spongy and thickened feeling. On (B)(6) 2019, the patient's bra roll was diagnosed with paradoxical adipose hyperplasia (pah) and on (B)(6) 2020, the patient's full abdomen was diagnosed with paradoxical adipose hyperplasia (pah). The secondary serial numbers for cooladvantage, coolcurve+ was coming up as invalid in the secondary product grid, therefore, 'ni' was populated in their place, the secondary serial number for both treatments to bra roll was (B)(6).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bra roll on (B)(6) 2018 and (B)(6) 2019 using cooladvantage, coolcurve+ contour, to upper/mid/lower abdomen (bilateral) on (B)(6) 2019 using cooladvantage+, coolcore contour, and to upper/lower abdomen (bilateral) on (B)(6) 2019 using cooladvantage+, coolcore contour. The patient developed paradoxical hyperplasia (pah/ph) 3 months after the second treatment. Ph was described as firm, dense in all 4 abdomen quadrants, grossly enlarged, spongy and thickened feeling. On (B)(6) 2019, the patient's bra roll was diagnosed with paradoxical adipose hyperplasia (pah) and on (B)(6) 2020, the patient's full abdomen was diagnosed with paradoxical adipose hyperplasia (pah). The secondary serial numbers for cooladvantage, coolcurve+ was coming up as invalid in the secondary product grid, therefore, 'ni' was populated in their place, the secondary serial number for both treatments to bra roll was (B)(6).